Manufacturer narrative:
Additional information was received, indicating the dosage of the day pump was higher than that of the night pump. There was no patient injury mentioned.

Event description:
Information was received indicating that during use of cadd-legacy duodopa ambulatory infusion pumps "they forgot to connect the night pump. The day pump was still running." Per reporter, subsequently the night pump would be connected and the day pump would be connected at the usual time. No adverse patient effects were reported.